Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, both the needle and thread of an absorbable suture broke before being used by the surgeon. Another suture was used from the package to complete the case. The patient has no injury.